Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and reddish colored display and missing battery and cartridge caps. This report is made based on results of investigation completed on 11/20/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the display was found to be dim, fading, and reddish in color. The cartridge and battery caps were not returned with the product; a test battery cap was used to verify steps. The keypad cover was found to be peeling off the base starting at the contrast button. All keypad buttons responded normally to testing. The keypad cover was removed for further investigation and no contamination was found under the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).